Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a lesion in the ostial cx vessel. The lesion exhibited 99% stenosis. The device was given an 'overview' inspection prior to use with no issues noted. Lesion pre-dilation was performed successfully using a 3.0 x 12 nc balloon. A 40% stenosis remained after the pre-dilation. It was reported that the resolute integrity device failed to cross the lesion. Very little resistance was noted during delivery, however resistance was noted during the attempted removal of the device. It was noted on removal that the stent was damaged "at the proximal point" and that was reported to be why it would not advance. The physician used another stent to complete the procedure successfully. No patient injury reported.